Manufacturer narrative:
Gehc reloaded the software. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the startup of the machine, the bellows would not move. There was no report of patient involvement.